Event description:
A misidentification of a multistix 10sg urine strip occurred when a sample was run on the system. The analyzer identified the test strip as multistix pro 10lb. Results were generated for the wrong strip configuration. Patient was reported as taking pyridium. There was no report of injury for this event.

Manufacturer narrative:
As stated in the IFU pyridium can interfere with the reading of the 10sg strips. Substances that cause abnormal urine color may affect the readability of test pads on urinalysis reagent strips. These substances include visible levels of blood or blilrubin and drugs containing dyes (e.g., pyridium, azo gantrisin, azo gantanol), nitrofurantoin (marco dan tin, furadantin), or riboflavin.